Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inflation issue was confirmed to be due to a tear in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the voyager nc 3.25 x 12 mm stent delivery system (sds) balloon failed to inflate at the proximal left anterior descending artery (lad) lesion. It was exchanged for another device to complete the procedure. No adverse patient effects were reported. No clinical significant delay in the procedure was reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.